Event description:
It was reported that during the last refill prior a pump replacement the patient was not responding to the medication. The health care provider (hcp) performed a dye study and revealed that the catheter was 'clogged'. The hcp replaced the pump and spliced the catheter; 6 inches of the proximal end was kept. The reporter stated that the pump had 'fatty tissue deposits' and the catheter had 'fatty tissue deposits' that 'clogged it as well'. The reported also stated that the pump 'worked great' for the first 4 years. It was also noted that the patient was responding to '150'. The medication used in the pump was lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).